Event description:
Health professional reported injecting a patient in the lips with .55 ml of juvéderm volbella® xc. The next day, the patient presented with ¿vascular occlusion¿ in the lips and "an unusual colored bruise that appeared reticulated, mottled, and purply shadowing." The patient was treated that day with 300 units of hyaluronidase. The symptoms resolved the same day as treatment and profusion to the area was restored.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
The event of "vascular occlusion" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the lips with .55 ml of juvéderm volbella® xc. The next day, the patient presented with ¿vascular occlusion¿ in the lips and "an unusual colored bruise that appeared reticulated, mottled, and purply shadowing." The patient was treated that day with 300 units of hyaluronidase. The symptoms resolved the same day as treatment and profusion to the area was restored.